Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher grate/grill was bent causing carrier to stick. There was no harm/delay reported. No adverse events have been reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on december 14, 2018, it was reported that the unit grate/grill was bent causing carrier to stick. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was july 27, 2016 where it was reported that the handle was not working properly and the ratchet gear, pin, spring, bushings, side plates, damaged comb, roller gear, and hinge were replaced. This is not a related issue. Product review of the skin graft mesher on january 7, 2019 revealed that the comb was bent. The calibration and sample mesh could not be performed due to the bent comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 7, 2019 which included replacement of the comb and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.